Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the hdh05 hook just stopped working. Another device was used to complete the case. There was no.